Event description:
Additional information received that the lead has not been returned. No adverse patient effects were reported.

Event description:
Additional information was received that while implanted, the rv lead displayed noise and oversensing on the rate/sense portion, resulting in inappropriate shocks. Noise was recreated upon isometric exercises.

Event description:
Boston scientific received information that this right ventricular (rv) lead was fractured. Additional information was received that the clavicular crash was located in the pocket and was confirmed through x-ray. The lead was explanted and replaced. This lead will be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
(B)(4).